Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device location of device: abdomen.") And fallopian tube perforation ("perforation fallopian tube") in a 33-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and anemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), acne ("acne"), erythema ("red spot on sternum"), migraine ("migraines"), headache ("headaches"), vulvovaginal mycotic infection ("bladder or urinary problems or changes:chronic vaginal yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of vaginal discharge ("vaginal discharge"), abdominal pain lower ("abdominal pain lower"), adnexa uteri pain ("pain around ovaries /twisting sensation in ovaries"), the second episode of vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), pelvic pain ("pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingotomy and laparoscopic bilateral salpingotomy with removal of essure devices, resection of right pelvic nodue). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, acne, erythema, headache, vulvovaginal mycotic infection, adnexa uteri pain, the last episode of vaginal discharge, fatigue, weight increased, alopecia and abdominal distension outcome was unknown and the dysmenorrhoea, abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adnexa uteri pain, alopecia, device breakage, device dislocation, dysmenorrhoea, erythema, fallopian tube perforation, fatigue, headache, migraine, pelvic pain, vulvovaginal mycotic infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Pathology test - on (B)(6) 2018: a.) Multiple silver-colored metallic spiral component, consistent with an essure coil and scant adherent pink-tan soft tissue; no serial numbers are present. Dimensions: 8.7 cm in combined length x less than 0.1 - 0.2 cm in diameter. (B.) Right pelvic side wall nodule. Specimen type: a single pink-tan to yellow soft tissue fragment. Dimensions: 0.9 cm in greatest dimension. X-ray - in (B)(6) 2014: total bilateral occlusion, 'normal'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('malposition of essure device location of device: abdomen.') And fallopian tube perforation ('perforaton fallopian tube') in a 33-year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and anemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced acne ("acne"), erythema ("red spot on sternum"), fatigue ("fatigue"), alopecia ("hair loss"), pelvic pain ("pain") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In (B)(6) 2016, the patient experienced adnexa uteri pain ("pain around ovaries /twisting sensation in ovaries"). In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced vulvovaginal mycotic infection ("bladder or urinary problems or changes:chronic vaginal yeast infection"), the second episode of vaginal discharge ("vaginal discharge"), abdominal pain lower ("abdominal pain lower") and abdominal distension ("bloating"). The patient was treated with surgery (laparoscopic bilateral salpingotomy and laparoscopic bilateral salpingotomy with removal of essure devices, resection of right pelvic nodue). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, acne, erythema, migraine, headache, vulvovaginal mycotic infection, the last episode of vaginal discharge, adnexa uteri pain, fatigue, weight increased, alopecia, abdominal distension, pelvic pain, bladder disorder and urinary tract disorder outcome was unknown and the dysmenorrhoea, abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adnexa uteri pain, alopecia, bladder disorder, device breakage, device dislocation, dysmenorrhoea, erythema, fallopian tube perforation, fatigue, headache, migraine, pelvic pain, urinary tract disorder, vulvovaginal mycotic infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight 155 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Pathology test - on (B)(6) 2018: a.)multiple silver-colored metallic spiral component, consistent with an essure coil and scant adherent pink-tan soft tissue; no serial numbers are present. Dimensions: 8.7 cm in combined length x less than 0.1 - 0.2 cm in diameter. (B.) Right pelvic side wall nodule specimen type: a single pink-tan to yellow soft tissue fragment dimensions: 0.9 cm in greatest dimension. X-ray - in (B)(6) 2014: total bilateral occlusion, 'normal'. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events were added: bladder problems, urinary problems. Event onset date were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("malposition of essure device location of device: abdomen.") And fallopian tube perforation ("perforation fallopian tube") in a (B)(6) year-old female patient who had essure (batch no. B93877) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and anemia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), acne ("acne"), erythema ("red spot on sternum"), migraine ("migraines"), headache ("headaches"), vulvovaginal mycotic infection ("bladder or urinary problems or changes:chronic vaginal yeast infection"), dysmenorrhoea ("dysmenorrhea (cramping)"), the first episode of vaginal discharge ("vaginal discharge"), abdominal pain lower ("abdominal pain lower"), adnexa uteri pain ("pain around ovaries /twisting sensation in ovaries"), the second episode of vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), pelvic pain ("pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic bilateral salpingotomy and laparoscopic bilateral salpingotomy with removal of essure devices, resection of right pelvic nodule). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, acne, erythema, headache, vulvovaginal mycotic infection, adnexa uteri pain, the last episode of vaginal discharge, fatigue, weight increased, alopecia and abdominal distension outcome was unknown and the dysmenorrhoea, abdominal pain lower and abdominal pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, adnexa uteri pain, alopecia, device breakage, device dislocation, dysmenorrhoea, erythema, fallopian tube perforation, fatigue, headache, migraine, pelvic pain, vulvovaginal mycotic infection, weight increased, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.4 kg/sqm. Pathology test - on (B)(6) 2018: a.)multiple silver-colored metallic spiral component, consistent with an essure coil and scant adherent pink-tan soft tissue; no serial numbers are present. Dimensions: 8.7 cm in combined length x less than 0.1 - 0.2 cm in diameter. (B.) Right pelvic side wall nodule specimen type: a single pink-tan to yellow soft tissue fragment dimensions: 0.9 cm in greatest dimension. X-ray - in (B)(6) 2014: total bilateral occlusion, 'normal'. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received. Reporter's information updated. Event: injury were updated to malposition of essure device location of device: abdomen. Events: device breakage, rashes or skin conditions type: acne, red spot on sternum,bladder or urinary problems or changes, migraines / headaches¸ , dysmenorrhea (cramping), pain,vaginal discharge, perforation (fallopian tube(s)), fatigue, weight gain, hair loss, other injury(ies) or complication (s)please describe: "twisting sensation in ovaries, bloating were added. Medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.